Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high impedance and noise was confirmed via isometric arm movements. The ra lead settings were re-programmed, lead remains implanted-out of service. A ra lead revision procedure was scheduled. No patient complications have been reported as a result of this event.